Manufacturer narrative:
This report is submitted on march 01, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device. Reprogramming attempts were made; however the issue could not resolved. The implanted device remains. It is unknown if there are plans to explant and reimplant the patient as of the date of this report march 01, 2018.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018.